Event description:
A patient experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 275 mg/dl vs. 196 lab. Tests were done within 10 minutes with a difference of 40%. Patient did not experience any adverse events.